Manufacturer narrative:
Product ID, 3776-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3776-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had recently been told they needed to have a pocket re-modification. No further information was provided. If more information becomes available, a follow up report will be sent.